Manufacturer narrative:
Additional information was requested and the following was obtained: was the procedure open or laparoscopic - laparoscopic. Was additional dissection required to retrieve the cannula cap from the patient - no, there was no additional dissection. Were there any adverse patient consequences - no. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap damaged and was returned inside a petri dish with 2 straps. No other visual damages were noted. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap damaged due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an open unknown surgery and absorbable straps were used. During the procedure, the cannula cap was detached and fell into the patient. The fallen part was retrieved with a forceps via a trocar and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. Additional information has been requested.